Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. The left tracker were found to be within calibration specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spinal fusion procedure. It was reported that the site was having issue was navigation accuracy. The surgeon found that the tip of the instrument was not on bone in the navigation system but they were in bone in the anatomy. There was a reported delay of less than one hour and no reported impact to patient outcome.